Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak following her treatment. When she opened the cassette door she found fluid leaking from the cassette. The patient was advised to follow up with her pd nurse. The disposable pd delivery set was discarded. Additional information has been solicited but has not been made available. During followup the patient's pd nurse reported that the patient had no signs of infection. No antibiotics were prescribed. No adverse event reported at this time.